Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution name: (B)(6).

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device was displaying an "x" error message. The fse evaluated the device on site and confirmed the reported issue. The fse performed an operational test, which cleared the "x" error message. The device was confirmed to be fully functional following the completed operational test. Based on the information available, the root cause of the reported problem could not be determined as an operational test resolved the reported issue. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse performed an operational test, which cleared the "x" error message. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the heartstart mrx defibrillator is displaying an error message "x". There was no reported patient involvement.